Event description:
It was further reported that the 3.50 x 16 mm taxus express2 drug eluting stent was place in the mid right coronary artery (rca). After placement a dissection was seen distal to the stent, the physician attempted to treat the dissection by placing a taxus express2 stent of unknown size but was unable to cross the lesion with this stent. The procedure was successfully completed using a mini vision stent of unknown size.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure a dissection occurred. The target lesion was located in the mid right coronary artery (rca). The vessel was predilated using a maverick balloon of unk size. The physician then attempted to place a 3.50 x 16 mm taxus express2 drug eluting stent but was unable to cross the lesion. Consequently, the stent was never deployed. A dissection was seen and the physician treated this with a mini vision stent. No other pt complications were reported. The pt's status is reported as 'satisfactory/good'.